Manufacturer narrative:
(B)(4). The analysis results confirmed that one instrument was received in good visual condition. During activation it was felt that the instrument was hard to close. Furthermore, burr on the edge was noted leading the device would not close. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a low anterior resection procedure, the scissors would not close after being in use for 5 minutes. Took the scissors out and removed the trocar as well. Opened another set of scissors and the case was completed. No adverse event to patient, no delay in procedure.